Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event reportedly occurred on an unknown date in (B)(6) 2020. FDA registration # (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date in (B)(6) 2020. According to the complainant, during the procedure, the black rx tunnel of the balloon came off while in patient. Reportedly, the detached part was retrieved using rat tooth forceps and was intact when retrieved. There were no patient complications reported as a result of this event.